Event description:
On (B)(6) 2013, the lay-user/patient contacted lifescan (lfs) USA alleging that the onetouch ultra2 meter is giving inaccurate erratic readings of "297 and 183 mg/dl." According the patient, she began to obtain reported erratic readings approximately 3-4 months prior to contacting lfs. When the patient obtained the readings, she had symptoms described as "legs were wobbly and felt like walking in cement, blurred vision, lack of energy, and flu-like symptoms." The patient reportedly did not take any action based on the meter readings at the time of concern and did not required any medical intervention to suggest a serious injury. During troubleshooting, the patient confirmed the reported meter readings were performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl the testing procedure was correct. The test strip vial and test strips were in good condition and within the discard date. There was no control solution to perform a quality test. Replacement products were sent to the patient. The meter involved in this complaint has been returned to lfs on (B)(4) 2013 and evaluated by product analysis on (B)(4) 2013, with the following findings: the meter passed all testing with no faults found, the complaint was not confirmed. The test strips not been returned for investigation. This complaint is being reported because the patient had symptoms that can be suggestive of acute complication of diabetes after the reported issue began.